Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending artery after predilation of the target lesion with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion due to inadequate predilation and a residual 50% stenosis of the target lesion. Therefore, it was attempted to pull the stent and delivery system back into the tip of the guide catheter, while engaged in the coronary artery and then again, while in the aorta, unsuccessfully. The stent delivery system and guide catheter were retracted back to the femoral sheath where the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the iliac artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter or for 1:1 predilation, as stated in the instructions for use of this product. The target lesion was then treated with a larget diameter percutaneous transluminal coronary angioplasty balloon and another MFR's stent. There is no product complaint from the physician, and there was no add'l clinical sequelae reported relative to the event.